Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 18-may-2023 h.6. Investigation summary: the customer reported the filter was leaking, and returned two sets of unknown lot as well as one sample from lot 23029243. The samples all showed the leak, and the complaint is verified. All three samples leaked from the filter air vent. Only the two samples with unknown lot had leaks from the outlet of the filter, where it connects to tubing. Despite the leak, the tubing held and there appeared to be sufficient solvent. A quality alert was communicated to involved personnel on (B)(6) 2023 to reinforce the correct application of the solvent. Device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The unknown lot samples area assumed to be this lot, 22119145, but it wasn't confirmed with a label. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing leaked at the tubing and filter connection. The following information was provided by the initial reporter: "tubing is leaking where the filter and tubing meet".

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing leaked at the tubing and filter connection. The following information was provided by the initial reporter: "tubing is leaking where the filter and tubing meet".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.